Manufacturer narrative:
The company representative examined the system and replaced the footswitch. Preventive maintenance was then performed and the system was tested and met all product specifications. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, a system message displayed and the footswitch stopped responding to commands. The case was completed by using the screen controls following a 15 to 20 minute delay. There was no harm to the patient. After the case was completed, the customer noticed the screen was no longer responding. The remaining nine surgical cases were canceled.